Event description:
(B)(4). It was reported that the doctor used balloon to treat ureterostenosis. The doctor pressurized gradually and didn't reach the threshold value of the balloon (30atm); however, the rod burst 1 cm away from the balloon. The doctor stopped the surgery immediately when the event happened, and didn't cause any injury to the pt.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.